Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the buttons on the insulin pump are failing, according to electrostatic treatment. Customer's blood glucose is normal and didn't require medical attention. The device is not returning for analysis.